Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
Coil embolization: the target aneurysm was located in the internal iliac artery. The vessel characteristics were unknown. The coil was delivered to the target lesion but was pulled back as the size was too large for the aneurysm. The delivery tube separated at the connection between the silver and blue part during removal. The coil was successfully removed without remaining in the microcatheter as it was already almost completely withdrawn into the introducer when the separation (split) occurred. The delivery system was fully removed from the patient successfully. The procedure was completed using other coils without any pt injury. No kinks or damages were noted in the system. It is unknown if any resistance or friction was felt while tracking towards the lesion or if any excessive force was used.